Event description:
"E" was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area / chronic blocked pelvis / chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced the first episode of depression ("depression"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("right knee tendonitis"), neck pain ("persistent cervical pain"), paraesthesia ("tingling in arm / tingling in nape"), tooth disorder ("chipping of teeth"), jaw disorder ("clenched jaw"), feeling abnormal ("feeling like her head was in a vice") and arthralgia ("pain in hip / ankle pain"). In 2017, the patient experienced the second episode of depression ("episode of depression"). On an unknown date, the patient experienced anxiety ("anguish / anxiety attacks"), malaise ("ill-being"), back pain ("persistent back pain"), musculoskeletal pain ("pain in right buttock"), tinnitus ("buzzing in her right ear"), insomnia ("serious insomnia"), myopia ("increased myopia"), cataract ("early-onset nuclear cataract"), fatigue ("major chronic fatigue") and asthenia ("lack of energy"). The patient was treated with antidepressants and surgery (the inserts were removed on bilateral salpingectomy). Essure was removed on (B)(6) 2018. In 2018, the tendonitis and neck pain had resolved. At the time of the report, the pelvic pain and insomnia had resolved, the anxiety, malaise, back pain, paraesthesia, tooth disorder, jaw disorder, feeling abnormal, arthralgia, musculoskeletal pain, tinnitus, myopia and cataract outcome was unknown, the fatigue had not resolved and the asthenia was resolving. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, back pain, cataract, fatigue, feeling abnormal, insomnia, jaw disorder, malaise, musculoskeletal pain, myopia, neck pain, paraesthesia, pelvic pain, tendonitis, tinnitus, tooth disorder, the first episode of depression and the second episode of depression with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-jul-2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area / chronic blocked pelvis / chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of depression ("depression"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("right knee tendonitis"), neck pain ("persistent cervical pain"), paraesthesia ("tingling in arm / tingling in nape"), tooth fracture ("chipping of teeth"), bruxism ("clenched jaw"), head discomfort ("feeling like her head was in a vice") and arthralgia ("pain in hip / ankle pain"). In 2017, the patient experienced the second episode of depression ("episode of depression"). On an unknown date, the patient experienced anxiety ("anguish / anxiety attacks"), malaise ("ill-being"), back pain ("persistent back pain"), musculoskeletal pain ("pain in right buttock"), tinnitus ("buzzing in her right ear"), insomnia ("serious insomnia"), myopia ("increased myopia"), cataract nuclear ("early-onset nuclear cataract"), fatigue ("major chronic fatigue") and asthenia ("lack of energy"). The patient was treated with antidepressants and surgery (the inserts were removed on bilateral salpingectomy). Essure was removed on (B)(6) 2018. In 2018, the tendonitis and neck pain had resolved. At the time of the report, the pelvic pain and insomnia had resolved, the anxiety, malaise, back pain, paraesthesia, tooth fracture, bruxism, head discomfort, arthralgia, musculoskeletal pain, tinnitus, myopia and cataract nuclear outcome was unknown, the fatigue had not resolved and the asthenia was resolving. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, back pain, bruxism, cataract nuclear, fatigue, head discomfort, insomnia, malaise, musculoskeletal pain, myopia, neck pain, paraesthesia, pelvic pain, tendonitis, tinnitus, tooth fracture, the first episode of depression and the second episode of depression with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: correction: case reopened for update of narrative after receiving quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jul-2018. The most recent information was received on 15-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area / chronic blocked pelvis / chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of depression ("depression"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("right knee tendonitis"), neck pain ("persistent cervical pain"), paraesthesia ("tingling in arm / tingling in nape"), tooth fracture ("chipping of teeth"), bruxism ("clenched jaw"), head discomfort ("feeling like her head was in a vice") and arthralgia ("pain in hip / ankle pain"). In 2017, the patient experienced the second episode of depression ("episode of depression"). On an unknown date, the patient experienced anxiety ("anguish / anxiety attacks"), malaise ("ill-being"), back pain ("persistent back pain"), musculoskeletal pain ("pain in right buttock"), tinnitus ("buzzing in her right ear"), insomnia ("serious insomnia"), myopia ("increased myopia"), cataract nuclear ("early-onset nuclear cataract"), fatigue ("major chronic fatigue") and asthenia ("lack of energy"). The patient was treated with antidepressants and surgery (the inserts were removed on bilateral salpingectomy). Essure was removed on (B)(6) 2018. In 2018, the tendonitis and neck pain had resolved. At the time of the report, the pelvic pain and insomnia had resolved, the anxiety, malaise, back pain, paraesthesia, tooth fracture, bruxism, head discomfort, arthralgia, musculoskeletal pain, tinnitus, myopia and cataract nuclear outcome was unknown, the fatigue had not resolved and the asthenia was resolving. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, back pain, bruxism, cataract nuclear, fatigue, head discomfort, insomnia, malaise, musculoskeletal pain, myopia, neck pain, paraesthesia, pelvic pain, tendonitis, tinnitus, tooth fracture, the first episode of depression and the second episode of depression with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed 11.723 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1811286) on 12-jul-2018. The most recent information was received on 15-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the pelvic area / chronic blocked pelvis / chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced the first episode of depression ("depression"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendonitis ("right knee tendonitis"), neck pain ("persistent cervical pain"), paraesthesia ("tingling in arm / tingling in nape"), tooth fracture ("chipping of teeth"), bruxism ("clenched jaw"), head discomfort ("feeling like her head was in a vice") and arthralgia ("pain in hip / ankle pain"). In 2017, the patient experienced the second episode of depression ("episode of depression"). On an unknown date, the patient experienced anxiety ("anguish / anxiety attacks"), malaise ("ill-being"), back pain ("persistent back pain"), musculoskeletal pain ("pain in right buttock"), tinnitus ("buzzing in her right ear"), insomnia ("serious insomnia"), myopia ("increased myopia"), cataract nuclear ("early-onset nuclear cataract"), fatigue ("major chronic fatigue") and asthenia ("lack of energy"). The patient was treated with antidepressants and surgery (the inserts were removed on bilateral salpingectomy). Essure was removed on (B)(6)2018. In 2018, the tendonitis and neck pain had resolved. At the time of the report, the pelvic pain and insomnia had resolved, the anxiety, malaise, back pain, paraesthesia, tooth fracture, bruxism, head discomfort, arthralgia, musculoskeletal pain, tinnitus, myopia and cataract nuclear outcome was unknown, the fatigue had not resolved and the asthenia was resolving. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, back pain, bruxism, cataract nuclear, fatigue, head discomfort, insomnia, malaise, musculoskeletal pain, myopia, neck pain, paraesthesia, pelvic pain, tendonitis, tinnitus, tooth fracture, the first episode of depression and the second episode of depression with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-aug-2018: correction: dsil date in narrative updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.